Event description:
It was reported the patient¿s device didn¿t work initially because the doctor didn¿t implant their device properly. It was stated the wires didn¿t connect and fell to the bottom of their body. It was noted the patient had a revision and was having successful therapy after the revision.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0334k, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0334k, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information received indicated that first implant never worked. New implant was placed 6 months later.